Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a distributor reported via email that the tip of the screw from ar-1927bcf-45 bio-compsi crkscrw ft 4.5x 14mm lot 15505630, fractured during insertion in a shoulder procedure performed on (B)(6) 2025. The surgery was completed successfully and with a new ar-1927bcf-45, and no patient harm was reported.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, that shows the screw broken off at the tip. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0087-eo corkscrew®, pushlock®, and swivelock® suture anchors g. Precautions 3. Make sure to use the recommended drill bit or punch to create the bone socket. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.